Event description:
The customer reported a shock system failure. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is completed.